Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a low body mass index (bmi) and developed a hematoma and the system started to erode. A revision procedure was performed due to the erosion. The s-ICD and electrode were explanted due to the hematoma and erosion. No additional adverse patient effects were reported.